Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that she still received the alarm after 6 infusion set and battery changes. The customer also mentioned high reading of 600+ mg/dl and treated with manual injections. The customer also woke up with low reading of 46 mg/dl. The reservoir will not be returned for analysis.